Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right atrial (ra) lead exhibited over-sensing resulting in automatic mode switches. During the extraction procedure, visual examination of the lead revealed that the ra lead conductors were fractured. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the event.